Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 cable appeared to be bent from being pulled out of the hemopro generator. The reporter stated "the 'middle' cable was very difficult to remove from the hemopro tool, it became stuck at one point." A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the cable. There was no evidence of blood. A functional test was performed on the device to hook up the cable ends. One end of the cable was difficult to remove from the tool connection. Based upon this, the reported complaint for "cable stuck" was confirmed; however the reported complaint "cable bent" was not confirmed. Internal file number - (B)(4).